Event description:
Cine film canister connected to cinc machine in cardiac catheterization lab. Pt was on table when technician went to advance film, canister fell off machine and hit the pt on his head. Technician heard film magazine click into place and locked into in place.